Event description:
It was reported that this patient's device, the third device, had come out of the patient's skin and that this patient was on too many medications. This patient was 88 pounds and a 40 cc pump was reported to have been implanted. At implant the skin over the top of the pump was so thin that it now "ripped all apart and rejecting it." The titanium and white hosing had now been exposed. In addition, there was white liquid puss oozing where the catheter was in the patient's back. This had been there since implant and never healed. The patient had been given three different antibiotics for the infection. However, the skin slowly started to "go away" and turned into crust and it now was open. The patient's family reported that the patient was taken to the hospital "every day and nobody will touch her." The patient had gone to the hospital on (B)(6) 2013 and was sent home within a half an hour. On the date of this report, the patient called for an ambulance "they 4 milligrams of dilaudid" and she was sent home. The dilaudid was reported to have gotten "her mind so screwed up," the patient could barely walk into the bedroom, and was doing "a lot of things hurt her." Also reported on this same date, due to pain in her back the patient had been take to the hospital via ambulance reported to have received a shot of haldol and "got her wigged out." The patient was sent home was described as yelling and screaming, "not herself", and walking into the closet. The patient's family was told that spinal meningitis could set in due to the nature of the wound and was very concerned of the patient's overall health and wellbeing. They were also very concerned regarding the care the patient had been provided by the implanting physician. This physician's office had been contacted by the patient's family and they were told the physician could not address the pump. The patient's device had not been checked by another physician as no one would address the work done by this implanting physician. The patient's family preferred that the pump and catheter to be removed, the wound closed and sought assistance in locating another physician to address the patient's needs. This patient did have a scheduled appointment with a different physician and this physician's office had later reported that the pump was to be removed on (B)(6) 2013. This device system delivered dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).